Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation surgery for supracondylar fracture of femur with a retrograde nail and locking screw. The surgery was completed successfully without any surgical delay. On an unknown date, it was confirmed that the screw, which was inserted in distal second hole, had been broken. No further information is available. This report is for a locking screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H4, h6: a device history record (DHR) review was conducted: sterile part: part #: 04.005.554s, lot #: 7l33267, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 21 sep 2020, expiration date: 01 sep 2030. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part: part #: 04.005.554, lot #: 66p4002, manufacturing site: mezzovico, release to warehouse date: 15 sept 2020. A manufacturing record evaluation was performed for the not sterile lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.